Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the operating room for a scheduled device explant procedure due to normal eri. Patient was asymptomatic. In the past noise was observed so lead revision was scheduled during device procedure. During the procedure noise and header damage was observed. Physician is unsure what maybe have caused the header damage but suspects noise was due to this. Device was explanted and a new device was implanted. Procedure had no adverse events and patient will continue to be monitored. No further information available.

Manufacturer narrative:
The reported field event of noise on the atrial channel was confirmed in the laboratory via review of the device image. Upon receipt, the a-is1 ring septum was not returned with the device. The device was tested on the bench and no anomalies were found. The cause of the noise could not be determined.